Event description:
It was reported that the (1) mcm20 was used during a right radical nephrectomy procedure. It was reported that the device would not fire. The case was finished with another mcl. There was no pt consequence.